Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. What was done to treat the shard penetration? Was medical or surgical intervention required? Was there any special diagnostic test performed? What is the status of the surgeon injury today? Was it difficult to break the ampoule (was extra force needed to break the ampoule)? Was the ampoule crushed repeatedly? Can you identify the lot number of the product that was used? Is the product involved in the event or a representative sample (product from the same lot number) available for evaluation? Please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on an unknown date in 2026 and topical skin adhesive was used. Dr. Cracked the adhesive to use it, the glass vial containing the glue protruded through the protective sleeve and cut his hand. There are injuries or adverse event reported. Device is available for return. Additional information has been requested.